Event description:
Pt was implanted with a neurostimulator in jan. The left lead shocked pt in the chest. Dr turned the left lead off altogether. The right lead started shocking pt 2 months later. The rep said rptr's back was too bad for the device. Rptr's dr then referred her to another dr. The rep from the co would no longer talk to pt. Rptr now has a permanent lump in her back were the wires are.